Event description:
Rn (registered nurse) entered patient room to impella alarming, impella stopped/motor current high and impella stopped/retrograde flow. Rn called perfusion, instructed to attempt to restart impella by increasing p level to 6. Impella did not restart. Pa (physician¿s assistant), and two doctors to bedside. Determined impella unable to be saved and patient taken to the cath lab to have a new one placed and current one removed.